Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks. It was verified by technical services (ts) that the shocks were appropriate for ventricular tachycardia (vt). Therapy briefly converted the rhythm; however, it returned, and the patient had to be externally shocks because therapy was exhausted. It was noted that the patient will most likely require a vt ablation in the future. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. Additional information was received that this patient was inappropriate shocked while vomiting, due to t wave oversensing with wide qrs complexes. This s-ICD is programmed to primary vector with report of ventricular tachycardia (vt) ventricular fibrillation (vf) with report of non-conversion. The rhythm after the shock was wide qrs with undersensing. Ts observed high shock impedances remaining within normal range and recommended x ray imaging and review as this could be consistent with the electrode in adipose tissue. The smartpass feature was off during the episode and ts recommended reviewing sp with increasing heart rates. The field representative noted this patients potassium was very high and this patient was being admitted to the hospital. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported.